Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: epidural catheter tip came off on removal. The lot number of the epidural kit was not available, since it was discarded prior to recording it. However, the other trays the hospital have the following sequence: 23f18b0xxx, other info ref (B)(4) by arrow, 19 ga catheter. Neurosurgery was consulted and visited the patient prior to discharge. The patient's current condition is unknown at this time.

Event description:
The complaint states: epidural catheter tip came off on removal. The lot number of the epidural kit was not available, since it was discarded prior to recording it. However, the other trays the hospital have the following sequence: 23f18b0xxx, other info ref(B)(4) by arrow, 19 ga catheter. Neurosurgery was consulted and visited the patient prior to discharge. The patient's current condition is unknown at this time.

Manufacturer narrative:
Qn#(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-109a; rev. 06, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance the catheter more than 5 cm beyond the needle tip. Advancing the catheter more than 5 cm increases the likelihood of the catheter tip being placed into the anterolateral portion of the epidural space and increases the potential for the catheter knotting." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the catheter tip breaking could not be determined based upon the information provided and without a sample.